Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37751, serial# (B)(4), product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the patient called because they were having an intermittent problem of not being able to get the black line for him to charge on the recharger. The patient clarified they were not able to get the normal charge screen to charge their implant. Insr showed the recharger was charging but only had a ¼ battery flashing and had not increased for some time. Connector pin did not seemed damaged. When transferred to repair it was reiterated that the insr would not charge. There was no patient harm. Additional information was received from the consumer indicating the patient had an issue where they would get all the coupling bars and then lose coupling. Their ins recharger screen never went to "charge complete"; this happened multiple times when they tried charging. The patient tried repositioning the antenna during the call and they got full coupling, however it dropped to 0 coupling bars without the antenna moving. It was noted the patient was holding the antenna with their hand. They indicated their implant would never get fully charged. They thought if they got 8 coupling bars then it would switch to "charge complete" and be fully charged, however patient services reviewed that it would take time to charge the last quartile, and that this quartile takes the longest amount of time. The patient was sent adhesive discs and was directed to see their healthcare provider (hcp) if these did not resolve the issue. No patient symptoms or further complications were reported as a result of this event.